Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patients device exhibited several episodes of incorrect diagnosis of non- sustained lead noise (nsln) due to post paced t-wave oversensing which resulted in sensing latency between the near-field and the far-field channel. Reprogramming was recommended. No further information is available at this time.